Event description:
The reporter stated that it was observed on radiographs that a screw in the implanted spider limited wrist fusion system had backed out of the plate. The patient was scheduled for revision surgery to remove the plated. Integra has requested additional clinical information.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.